Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the cassette leaked during a vitrectomy-retinal procedure. The issue was resolved by replacing the pack. The procedure was completed without harm to the patient. A product sample was received and it is awaiting evaluation.

Manufacturer narrative:
The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. The wet returned sample was visually inspected and all the manifolds were noted to be cut from the connectors. Additionally, the filters in the cassette were saturated with balanced salt solution. The infusion cannula was not returned. After drying the wet sample and replacing all manifolds with those from lab stock, a full leak pressure test was performed and the cassette functioned within specifications. The sample was then tested on a constellation console representing the current software version. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and the pass intraocular pressure calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The customer's reported event could not be replicated. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).